Event description:
Additional information was received from a healthcare provider. The healthcare provider had two pump failures recently (see manufacturer's report # 3004209178-2016-00663 for the other pump failure).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a system being used to deliver the following medications: clonidine at a concentration of 1500 micrograms (mcg) per milliliter (ml) and a dose of 75 mcg/day, bupivacaine at a concentration of 20 milligrams (mg) per ml and a dose of 1 mg/day, and morphine (unknown) at a concentration of 40 mg/ml and a dose of 2 mg/day. The indications for use were non-malignant pain and failed back surgery syndrome ¿ other. A motor stall was seen at initial interrogation of the pump. The stall occurred at (B)(6) 2015 at 21:17. No magnetic resonance imaging (MRI) occurred recently. The patient was not around any other strong magnets. The patient¿s pain was dramatically worse and there was withdrawal. The change in symptoms was considered sudden. It was not reported whether or not surgical intervention was planned. Information regarding troubleshooting performed, the cause of the stall, actions/interventions taken to resolve the event, and the resolution of the event was requested. No new information was received. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a pump motor gear train anomaly involving a stall due to gear wheel 3.

Event description:
Additional information was received from a healthcare provider (hcp) and a company representative. The pump delivered the medications at the following rates: morphine at 1.998mg/day, bupivacaine at 0.999mg/day, and clonidine at 74.9mcg/day. The patient¿s medical history was unknown. The representative did not believe that there was troubleshooting or diagnostics performed that was related to the motor stall. The cause of the motor stall had not been determined. It was confirmed that the patient had heard the pump alarm. Per pump logs provided, the motor stall occurred on (B)(6) 2015 at 21:15 with stopped pump period may exceed tube set on (B)(6) 2015 at 21:15. On (B)(6) 2015 the hcp told the representative that the patient had experienced withdrawal since the motor stall. The hcp had been managing the patient with oral medications (unknown) for the past week and was preparing the patient for a pump replacement later on (B)(6) 2015. The hcp planned to fill the new pump with saline and the managing doctor would refill the new pump with medication on (B)(6) 2015. However, per pump logs provided, it was indicated that the new pump was filled on (B)(6) 2015 after the replacement and restarted at the previous doses. Patient outcome was not provided.